Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user issued three back-to-back meal announcements in a short period and subsequently experienced hypoglycemia while disconnected from the ilet for imaging; the user later learned how to verify completion of meal announcements, and troubleshooting and education were completed. Symptoms included disorientation consistent with low blood glucose. Outcomes included delayed diagnostic imaging and self-treatment with oral carbohydrates, with recovery to target glucose levels without outside assistance or medical intervention. Investigation included review of the event details, user follow-up, and provision of user education regarding meal announcement confirmation and monitoring. Investigation of this case revealed hypoglycemia with unclear causation given device disconnection during imaging and user-initiated multiple meal announcements; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.